Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient has experienced continuous atrial fibrillation (af) for months. The treating physician expressed concern over the impact of the condition in this pacemaker battery. The device remains in service. No adverse patient effects were reported.